Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem ( ECG's non-functional) has been confirmed. As received, the belt unable to complete an ECG falloff test. Upon investigation the electrode belt wires were broken. The root cause for damaged wires could not be positively identified. No adverse event resulted from the damaged belt.